Event description:
Physician was attempting to implant one endeavor resolute rx drug-eluting stent to a calcified lesion in the lad with 90% stenosis. The lesion was pre-dilated (6-8atm, 10s, 2times). The endeavor resolute device was inspected before use with no issues noted. It is reported that the stent could not pass through the lesion due to calcification. The physician removed the device and stopped the surgery. No reported patient complications. Evaluation summary the device was returned for analysis. There was no evidence of damage along the delivery system. The stent was present on the balloon between the markerbands. The distal tip of the device had slight evidence of damage and appeared flared. The 12th distal segment had evidence of deformation with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent deformation, lesion morphology - 90% stenosis, calcified vessel, stent deformed. Conclusion: stent deformation, lesion morphology - 90% stenosis, calcified vessel. (B)(4).